Event description:
Dolphin hysteoscopic fluid management system was calibrated at beginning of procedure. The equipment immediately showed a fluid deficit with equipment alarming throughout the procedure. The equipment did not at any time reflect an accurate fluid deficit. Fluid deficit manually calculated-throughout the procedure. At the end of the case there was a fluid deficit of 130cc. Pt kept in observation overnight and did well post operatively. Due to the potential for critical problems with this equipment, report being filed. The particular equipment involved was a "loaner" from MFR - original equipment purchased in 1998 has malfunctioned multiple times and had been returned to the MFR for their inspection and/or repair. Equipment has been removed from use and is appropriately labelled pending final decision.